Manufacturer narrative:
The pump passed the displacement and self tests. The pump was returned for power error alarms. The detailed trace analysis confirmed the alarms, and the root cause was the non-sleep anomaly software error. The pump had a cracked reservoir tube lip, a scratched case and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed power error. The patient's blood glucose level was unknown at the time of the call. The customer did not return the product back for analysis.